Manufacturer narrative:
The instrument has been investigated. An ocd field engineer arrived at the customer site and noticed the cover by the tip pickup was broken and the handler was bumping tips into it. The fe removed the cover and ordered a new cover. The fe also ran splld tests and boot run tests without any errors. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).